Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was approximately 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.